Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer was assisted with troubleshooting. The customer's blood glucose level was unknown at the time of the incident. Troubleshooting did not resolve the issue and insulin pump alarmed failed battery test. Troubleshooting for failed battery test was performed. The customer stated that the battery contacts were not missing or damaged. The customer was advised to insert new battery and failed battery test alarm was received. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with normal operating currents and no unexpected low battery, battery out limit and failed batt test alarms during testing. The device passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No low reservoir alarm noted. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.